Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented in backup vvi mode due to an issue with the high voltage circuitry. Programming changes were made to restore normal parameters. There were no patient consequences.